Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the assembly of nexel humeral poly has a lot of resistance. The scrub nurse and doctor had hard time getting the pin through inserter mechanism. Due to time constraint, doctor changed to c/m. The poly was passed off back table and was able to seat poly but had resistance getting pin through. When the poly wasn¿t seated down all the way proceeded to impact poly down. Locking pin still wouldn¿t advance after. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: a1, a2, b5, d10, g3, h1, h2 d10 - medical product: catalog #: 00840009400, articulation kit size 4 1 axle pin, 1 humeral bearing, lot # 65310130 catalog #: 00840004410, humeral component plasma sprayed size 4 100 mm length for cemented, lot # 65106472 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00482, 0001822565-2023-00484. Product location unknown.

Event description:
It was reported that the assembly of humeral polyethylene has a lot of resistance. The scrub nurse and surgeon had a hard time getting the pin through inserter mechanism. When the polyethylene wasn¿t seated down all the way, the surgeon proceeded to impact the polyethylene down. Due to time constraint, the surgeon changed to a different product. The polyethylene was passed off to the back table and it was able to be seated, but still had resistance getting pin through. Locking pin still wouldn¿t advance after. It was further reported that the sales rep was able to get both polyethylene's to sit after the doctor could not. Attempts have been made and there is no further information at this time.